Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope air/water nozzle has foreign objects. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed foreign material was present within the device, however, the type of material or root cause cannot be identified. Therefore, is likely the result of insufficient reprocessing; however, a definitive root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.